Event description:
It was reported that there was poor sensing on the right ventricular (rv) lead. There were several episodes that showed nonphysiologic sensing and noise. A new rv lead was attempted, but not implanted. The vein was occluded so the physician used the existing lead. The existing lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical products: a 457453 lead implanted: (B)(6) 2005. (B)(4).